Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6 upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7083903. Block d.2b; additional applicable product code: qrb.

Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs) as the initial lead placement did not align with the pain area. The patient underwent a lead revision procedure where the leads were replaced and correctly positioned. There were no reported patient issues postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7083903, UDI: (B)(4). Block d.2b; additional applicable product code: qrb. Returned lead sc-2366-50, sn (B)(6) passed all testing and exhibited normal device characteristics. Returned lead sc-2366-50, sn (B)(6) revealed that the proximal end was bent, fractured between contact 7 and 8. X-ray inspection of the lead revealed that contact 1and 3 of the cables were fractured within the proximal array. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Therefore, based on analysis and field observations, engineers concluded that inadequate stimulation as a result of lead misalignment was likely the result of an unintended user error during the implant procedure.

Event description:
It was reported that the patient experienced inadequate spinal cord stimulation (scs) as the initial lead placement did not align with the pain area. The patient underwent a lead revision procedure where the leads were replaced and correctly positioned. There were no reported patient issues postoperatively.